Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required info from the source.

Event description:
In the morning, the replacement tube came out. The assumption was made that the balloon burst. A new tube was manually inserted at the pt's bedside at home.